Manufacturer narrative:
Concomitant: 5068-45 lead implanted: 2000-(B)(6).

Event description:
It was reported that the patient experienced pauses due to oversensing on the right ventricular (rv) lead. The rv lead also had noise and a possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.